Event description:
Bayer case number: (B)(4). Left illiac fossa pain / recurrent intermittent stabbing pains in her left iliac fossa [iliac fossa pain]. Urinary symptoms [urinary tract disorder]. Back pain [back pain]. They were cyclical sharp pains in the days leading up to her period, with a dull ache during her period. [Period pains]. Intermittent frequency of urination [frequency urinary]. Dysurea [dysuria]. They were cyclical sharp pains in the days leading up to her period, [premenstrual pain]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("left illiac fossa pain / recurrent intermittent stabbing pains in her left iliac fossa") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced abdominal pain lower (seriousness criterion intervention required), urinary tract disorder ("urinary symptoms"), back pain ("back pain"), dysmenorrhoea ("they were cyclical sharp pains in the days leading up to her period, with a dull ache during her period."), pollakiuria ("intermittent frequency of urination") and dysuria ("dysurea"). The patient was treated with analgesic (trolamine salicylate) as well as surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2025. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dysuria, pollakiuria and urinary tract disorder to be related to essure administration. The reporter commented: it was noted that essure device may cause the patients symptoms. The device had not migrated from fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound pelvis] on (B)(6) 2022: reported as normal. [Ultrasound scan vagina] on (B)(6) 2017: correct placement of essure device. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number:(B)(4) left illiac fossa pain / recurrent intermittent stabbing pains in her left iliac fossa [iliac fossa pain] , small bit of metal may have dropped within the abdomen; we later found the piece [device breakage] , positive pregnancy test [pregnancy with contraceptive device] , device ineffective [device ineffective] , urinary symptoms [urinary tract disorder] , back pain [back pain] , they were cycl ical sharp pains in the days leading up to her period, with a dull ache during her period. [Period pains] , intermittent frequency of urination [frequency urinary], dysurea [dysuria] , they were cycl ical sharp pains in the days leading up to her period, [premenstrual pain] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("left illiac fossa pain / recurrent intermittent stabbing pains in her left iliac fossa") and device breakage ("small bit of metal may have dropped within the abdomen, we later found the piece") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of hair thinning, dysuria, iliac fossa pain, caesarean section and parity 3. Previously administered products included: depo provera, mirena and oral contraceptive nos. Concurrent conditions were listed as dry skin, hair loss, tiredness, sciatica, vaginitis bacterial, low back pain, intermenstrual bleeding, irregular periods, post coital bleeding and bloating. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2025. On unknown date she experienced abdominal pain lower (seriousness criterion intervention required), device breakage (seriousness criterion medically important), pregnancy with contraceptive device ("positive pregnancy test"), urinary tract disorder ("urinary symptoms"), back pain ("back pain"), dysmenorrhoea ("they were cyclical sharp pains in the days leading up to her period, with a dull ache during her period."), pollakiuria ("intermittent frequency of urination"), dysuria ("dysurea") and premenstrual pain ("they were cycl ical sharp pains in the days leading up to her period,"). The patient was treated with analgesic (trolamine salicylate) as well as surgery (bilateral salpingectomy). At the time of the report, the outcomes for abdominal pain lower, urinary tract disorder, back pain, dysmenorrhoea, pollakiuria and dysuria were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, back pain, device breakage, dysmenorrhoea, dysuria, pollakiuria, pregnancy with contraceptive device, premenstrual pain and urinary tract disorder to be related to essure administration. The reporter commented: it was noted that essure device may cause the patients symptoms. The device had not migrated from fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): [pregnancy test] on (B)(6) 2023: positive; on (B)(6) 2024: negative [ultrasound pelvis] on (B)(6) 2022: reported as normal and clinical history: sterilization 5 years ago. Recurrent lif pain since- cyclical. Abdomen soft but tender in the lif. Scan to rule out ovarian/adnexal pathology. Normal anteverted uterus. Normal proliferative type endometrium. Normal ovaries with a dominant follicle within the left (currently day 14). No adnexal cysts/masses/free fluid. Normal kidneys. Conclusion: normal pelvic ultrasound.; on (B)(6) 2024: suspicion of pcos? No intermenstrual bleeding, nil of note on internal exam. Ongoing lif discomfort slightly worse recently. Ca-125 negative. Weight and appetite ok. Sterilized and awaits remove of essure clips. Hcg negative. Underlying cause. Impression: no cause for symptoms identified [ultrasound scan] (date unknown): procedure was done as patient was experiencing chronic pelvic pain since this was inserted and device was thought to be the cause. But as predicted. It required laparoscopy to perform salpingectomy bilaterally to remove the device. A small bit of endo behind the right ovary was diathermied. During the procedure there was a suspicion that a small bit of metal may have dropped within the abdomen [ultrasound scan vagina] on (B)(6) 2017: correct placement of essure device and correct placement of both devices and she can therefore stop using other methods of contraception [x-ray] (date unknown): was performed which confirmed to retained bits of device quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reason for the reported complaint. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-mar-2026: medical record received. New event device breakage, device ineffective & pregnancy with essure added. Medical history, lab data, concomitant condition additional reporter added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) left illiac fossa pain / recurrent intermittent stabbing pains in her left iliac fossa [iliac fossa pain] , urinary symptoms [urinary tract disorder] , back pain [back pain] , they were cycl ical sharp pains in the days leading up to her period, with a dull ache during her period. [Period pains] , intermittent frequency of urination [frequency urinary] , dysurea [dysuria] , they were cycl ical sharp pains in the days leading up to her period, [premenstrual pain]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("left illiac fossa pain / recurrent intermittent stabbing pains in her left iliac fossa") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2025. On unknown date she experienced abdominal pain lower (seriousness criterion intervention required), urinary tract disorder ("urinary symptoms"), back pain ("back pain"), dysmenorrhoea ("they were cyclical sharp pains in the days leading up to her period, with a dull ache during her period."), pollakiuria ("intermittent frequency of urination"), dysuria ("dysurea") and premenstrual pain ("they were cycl ical sharp pains in the days leading up to her period,"). The patient was treated with analgesic (trolamine salicylate) as well as surgery (bilateral salpingectomy). At the time of the report, the outcomes for abdominal pain lower, urinary tract disorder, back pain, dysmenorrhoea, pollakiuria and dysuria were unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dysuria, pollakiuria, premenstrual pain and urinary tract disorder to be related to essure administration. The reporter commented: it was noted that essure device may cause the patients symptoms. The device had not migrated from fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound pelvis] on (B)(6)2022: reported as normal [ultrasound scan vagina] on (B)(6) 2017: correct placement of essure device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reason for the reported complaint. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-feb-2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.